Manufacturer narrative:
During the eval of the device at the MFR¿s service center, a ¿service required¿ code was found in the ventilator¿s downloaded error log. The ventilator¿s internal battery was replaced to address this issue.

Event description:
The MFR received info alleging a ventilator was shutting off and a ¿service required¿ alarm condition occurred. There was no harm to injury reported.